Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The actual device was not returned for evaluation. However, a retained sample was visually checked, no deviation was noticed and the set was conforming as per product specifications. Hence, the reported deviation (unable to disconnect) could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported having difficulty disconnecting an extension set, resulting in damage to the stopcock. This event occurred during patient use, though no patient injury or medical intervention was in association with this report. No additional information is available.